Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient got the strap caught on a table, he then spun around and landed on his hip in (B)(6) of 2020. The patient stated he was hospitalized and had surgery for his broken hip. During the follow-up, the patient agreed to be more cautious with carrying the device and using the strap.